Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device data logs were provided for review. The customer's report was observed during review of the device data logs. The customer was contacted for returned of the device. The customer indicated that the pads used during the event were expired and no product will be returned for evaluation. Without receipt of the device, the cause of the report could not be determined using the data logs alone. Analysis for reports of this type has not identified an increase in trend.